Event description:
Patient reported that the lot number, printed on the strip vial, was partially illegible. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.